Manufacturer narrative:
The device history records for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6)2015 . Device performed to specification. The device was returned with the reported fault ¿communication error when device connected to saver evo¿. The investigation was unable to replicate the fault during the investigation. Additionally, the investigation found no fault with the device during testing at heartsine. Furthermore, the device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. This equates to 33 months of normal use without fault. The device successfully connected to saver evo at various stages during this testing. It is possible that a fault with the users hardware or usb cable had prevented connection with saver evo. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a heartsine sam 350p.

Event description:
When trying to erase the memory there was a device communication error with saverevo package. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
When trying to erase the memory there was a device communication error with saverevo package. There was no patient involved in this event.